Manufacturer narrative:
G4: 06nov2020. B4: 06nov2020. Information was received that the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. No patient information was provided. The service engineer (se) found an error code indicating low leak ¿ co2 rebreathing risk. The customer declined service/repair of the device. No repair/service was performed on the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 oct 2020.

Event description:
It was reported that the ventilator had a pressure sensor fault. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.